Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient was unable to communicate with ipg due to ipg being flipped in the pocket. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein pocket site was reopened, the battery was removed, pocket was revised, the battery was reinserted and secured flat to address the issue.